Event description:
During evaluation of a returned homechoice device, a baxter technician determined the homechoice machine failed fluid volume accuracy testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice device was returned and an evaluation was completed. An external/internal inspection was performed with damaged cover assy and base assy found. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device passed the electrical test but failed the rite functional test due to therapy monitored volume failed. Upon conclusion of the investigation, the cause of the failure was determined to be deteriorated piston foam and cracked door piston. A review of service history revealed the device was not returned for servicing during the 24 month timeframe. A review of process operations management test results revealed the device successfully passed the homechoice final test and calibration prior to its release to the customer. A CAPA has been opened to address this issue. Should additional relevant information become available, a follow-up report will be submitted.